Event description:
The iab leaked. This was the only info at the time of the report. On 9/3/98, the following was reported to datascope: the "leak alarm" sounded from the pump. The alarm disabled the balloon. An attempt was made to re-start the iabp. Blood was then noted in the line. The iab was removed and another was inserted. [Event complications]: unk-reported 8/18/98 and 9/3/98. [Pt's current status]: unk-rpt'd 8/18/98.